Event description:
It was reported that during a preventative maintenance evaluation, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complain was confirmed. Based on the results of the quality investigation, the bearings were contaminated with foreign debris. Debris within bearings can cause excessive friction, which may result in heat being generated.